Event description:
A caller reported a malfunction on the pump. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was not provided as it displayed "high." The customer managed the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was informed that they could continue using the pump and was advised to call back if the issue happened again.